Event description:
Initially, the tao case started out as a research case for a non edwards device. That case failed and it was decided to use a 29mm sapien xt to treat paravalvular leak (pvl). The valve was positioned and deployed 60/40 aortic/ventricular a/v. Post deployment the patient still had moderate pvl. A second 29mm sapien xt was placed 50/50 a/v. After the second valve was deployed, tee showed mild to moderate pvl. At this time, the physicians decided to abort the procedure as the patient had already been on the table for 8 hours. Per CT, the patient¿s native annulus area was 622mm. As this was originally a non edwards case, further information has not been made available to edwards for review. As the original case was unsuccessful, no other devices were in the native annulus other than the edwards valve.

Event description:
Initially, the tao case started out as a research case for a non edwards device. That case failed and it was decided to use a 29mm sapien xt to treat central aortic insufficiency (cai). The valve was positioned and deployed 60/40 aortic/ventricular a/v. Post deployment the patient still had moderate pvl. A second 29mm sapien xt was placed 50/50 a/v. After the second valve was deployed, tee showed mild to moderate cai. At this time, the physicians decided to abort the procedure as the patient had already been on the table for 8 hours. Per CT, the patient¿s native annulus area was 622mm. As this was originally a non edwards case, further information has not been made available to edwards for review.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl is unknown. The pvl was improved with the placement of a second sapien xt valve. No further information has been provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central leak is unknown at this time. The cai was improved with the placement of a second sapien xt valve. No further information has been provided at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.